Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 150 units of insulin. Customer¿s blood glucose was approximately 200 mg/dl. Reportedly, the customer had an alternate pump available.